Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an endoscopic retrograde cholangiopancreatography (ercp). Information regarding the accessories used and esu settings employed was not provided. During the ercp, intraoperative bleeding occurred. No further information was provided involving the patient's condition.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Due to the lack of information, no conclusive determination could be made as to the cause of the incident. No trends have been identified with this event. Erbe USA, inc. Is now closing the file on this event.